Event description:
It was reported that the patient was brought to the hospital to be resuscitated. The patient was stabilized. Further follow-up revealed that the patient was transferred to the intensive care unit. The intensive care unit nurse indicated that the patient was brought to the hospital with no pulse and hypothermia protocol was followed. It was reported that the patient suffered a seizure prior to being brought to the hospital, but the relationship of the event to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.